Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient responded via letter stating that they did not meet with their hcp, but instead met with their rep, who helped them set it up correctly. The rep activated the new communicator and the issue has been resolved.

Event description:
Additional information was received from a patient (pt). It was reported that they did not see a doctor but instead saw a manufacturer representative (rep) who took care of the problem. They were unable to turn off the stimulator as they had a defective communicator. Someone at the facility had sent them a replacement communicator but they could not activate it on the telephone. They were told to contact the doctor but the office told them to see the rep and the problem was solved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: tm91scs, and serial# (B)(6). Product ID: a72200, serial# unknown; and product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was since friday the communicator was not working at all, the pt was not able to control stimulator since friday. They called their medtronic rep who said to call on monday. The pts stimulation was on and it had been difficult to sleep because of it. The blue light was on the communicator but was not communing at all, they only had a solid green light. During call pt reset the communicator and they got the message system error and that it had an error call medtronic code 0x7e787abe. The called was then disconnected and when trying to call pt they kept getting a busy signal. Agent was not able to further troubleshoot on possible resetting handset or closing all the handsets tabs. Pt called back to further troubleshoot. The pt closed all tabs and reset the handset. But could not connect to the handset for they got not found. Pts could not connect to the ins for the communicator kept showing a solid green light even though nothing was plugged into it; pt tried to reset the communicator but the light stayed green and would not change. Pt called back stating they got a new communicator but it did not help with their issue. The pt could not get their handset to communicate with the communicator. They kept getting not found. During call pt reset the handset and the communicator but they kept getting not found many times. Pt was redirected to their hcp since it would not communicate.